Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedances on the rv and superior vena cava (svc) coils. Intermittent fluctuations in coil impedances were noted. During isometric exercises and pocket manipulation, electrogram of the rv and svc coils showed noise. The lead was fractured. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed high resistance/impedance. There was out of tolerance subthreshold lead impedance alerts registered on (B)(6) 2012. Max svc defib impedance rises from the approximate baseline of 54 ohm the week of (B)(6) 2012 to over 10000 ohms the week of (B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: 6947 implantable tachy lead (B)(6) 2008. (B)(4).